Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of (B)(6) 2024-(B)(6) 2024 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was used primarily in automated mode during this period and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. Stretches of aberration/error and invalid estimated glucose values, specifically values of 9 and 10 indicating aberrations with sensor readings and -1 and -2, indicating pod-sensor connection loss, were seen during this period while the system was in automated mode. The phb data showed that the automated algorithm was able to respond appropriately, transitioning the system to automated mode: limited after four consecutive cycles of missing values and generating missing sensor values alerts after one hour of consecutive missing values. While in automated mode: limited, the system correctly delivered safe basal, which is the lower of the user's manual basal program and adaptive basal rate. The phb data showed that a sensor went inactive at 09:06 on (B)(6) 2024 and remained inactive until 10:26 on (B)(6) 2024, as indicated by estimated glucose values of 1 being processed. The estimated glucose values switched from 1 to -1 then to -2, indicating connection loss between the sensor and pod, before the pod began receiving valid estimated glucose values again at 13:52 on (B)(6) 2024. The last valid estimated glucose value received before the sensor went inactive was 192 mg/dl received at 09:01 on (B)(6) 2024. The first valid estimated glucose value received after the sensor was made active again was 375 mg/dl received at 13:52 on (B)(6) 2024. The system was used mostly in automated mode while the estimated glucose values were missing, resulting in safe basal being delivered. Transitions to manual mode did occur during this period of missing sensor values and while in manual mode the system correctly delivered the user's manual basal program. After the pod and sensor established connection again, increases in estimated glucose values to urgent high (greater than 400 mg/dl) were seen at 14:37 to 14:42, 16:07, 16:22 to 16:27, and 22:47 on (B)(6) 2024. The last increase to urgent high starting at 22:47 on (B)(6) 2024 lasted until 15:07 on (B)(6) 2024, when the pod began receiving aberration values of 6 and then the sensor went inactive at 15:37 on (B)(6) 2024. The phb data showed that the system was used in automated mode and the automated algorithm responded appropriately, increasing the microbolus amounts as estimated glucose values increased until the maximum microbolus amount was reached. An automated delivery restriction alert was generated at 21:42 on (B)(6) 2024 due to the automated algorithm delivering the max microbolus amount for an extended period in response to the increasing and high estimated glucose values. The phb data showed that this alert went unacknowledged, resulting in the system being used in automated mode: limited from 21:42 on (B)(6) 2024 to the last phb datapoint generated at 21:07 on (B)(6) 2024. The cloud data showed multiple bolus records during this period. Comparison of the bolus records to the phb data found that the total pulses delivered count tracked by the pod increased correctly based on the total bolus volume of each bolus after delivery of each bolus, indicating that each bolus started was actively and completely delivered by the pod. The cloud data showed that the last bolus delivered was a 5 u bolus started at 17:30 on (B)(6) 2024. The exact cause of the instances of pod-sensor connection loss and aberration values seen could not be determined from the available cloud data. It also could not be determined if the sensors used were correctly reading the user's glucose values and sending the correct information to the pods. The exact cause of the reported event could not be determined from the available cloud data. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by continuous glucose monitor manufacture dexcom that from approximately 05jun2024 until approximately 06jun2024, "the omnipod 5 failed to administer the intended and required doses of insulin to the patient, despite the dexcom g6 monitor indicating that it had". The patient experienced hyperglycemia and diabetic ketoacidosis and passed away on 06jun2024. The reporter indicated they thought the omnipod was contributory in the event. No further information was reported to provide further clarification.